Event description:
Additionally, the health professional reported that they ¿extracted 2.5 ml of pus¿ from the cheek and treated the patient with antibiotics and offered hyaluronidase. The patient was treated at another clinic and was lost to further follow up.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected with an [unspecified] juvéderm® voluma¿. The patient came back ¿infected,¿ and the health professional believes the syringe was counterfeit due to the patient purchasing the syringe online and the box opened on the lateral side.